Event description:
Pt was receiving 2p ifc treatment in the knee area, cc, set to 9. The electrodes were self adhesive and previously used. During the treatment, the pt noted that the applied treatment had a increasing burning sensation under the electrode area. The pt called for the attending tech. The tech noted that the unit had ramped up to 70. The attending tech stopped the treatment. The specifics of the burn indicated 4 - quarter sized burns to the degree of scabbing. Add'l treatment configuration and notes: the operator remote was not connected to the unit. The pt was not holding the emergency switch. Pt pre-existing conditions = diabetic. The clinician also noted that the pt like the treatment setting higher than the typical pt treated by the clinician.

Manufacturer narrative:
Awaiting delivery of device for evaluation.